Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, it also indicated the criteria for rv lead integrity alert were met, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the patient was seen in the clinic due to an alert associated with noise, hr (high rate) nst (non-sustained tachycardia) and elevated sensing integrity counter (sic). The sensing polarity changed to ib (integrated bipolar) function. Then later in the day a remote transmission again showed os (oversensing). The patient was scheduled for a lead revision. The lead was then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.